Manufacturer narrative:
The high resolution stereo viewer (hrsv) was returned to intuitive surgical inc. (Isi) and evaluated. The customer reported problem of no image on the right monitor was confirmed. On first power-up, the right monitor appeared red for a couple of seconds then it blacked out. No issue was observed on the left monitor. The digital video interface (dvi) connectors were inspected and checked for any intermittent contacts. The power was then disconnected from the right monitor and reconnected. The right monitor again appeared red for a couple of seconds and then it blacked out. The physical integrity of the monitors was also checked by lightly tapping the monitors for any intermittent issues. No physical damage was observed on the hrsv. The mirrors were also inspected and a small scratch/chip was found on the left large mirror. The center eyepiece was inspected and no issues were found.

Manufacturer narrative:
The hrsv has been returned to intuitive surgical inc. (Isi) for evaluation. However, at this time the evaluation of the hrsv has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter of this complaint and obtained additional information regarding the reported event. According to the initial reporter, the planned da vinci surgical procedure was aborted post-anesthesia and rescheduled on an unspecified date. The initial reporter stated that the rescheduled surgical procedure was successfully completed robotically and without any reported complications. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to abort the da vinci s surgical procedure post-anesthesia after encountering a vision issue with the hrsv.

Event description:
It was reported that prior to starting a planned da vinci s hysterectomy with bilateral salpingo-oophorectomy procedure on (B)(6) 2013, the right eye of the high resolution stereo viewer (hrsv) on the surgeon side console (ssc) was out. During the event, the surgical staff contacted an intuitive surgical inc. (Isi) technical support engineer (tse) for assistance. The surgical staff verified that the color bars were good on the touch screen of the vision side cart (vsc). However, the surgical staff indicated that there were no color bars on the right eye of the hrsv. The surgical staff powered off the system and swapped the ends of the blue cable. However, the vision issue persisted. The tse also attempted unsuccessfully to get the system into 2d. Due to the reported vision issue, the surgeon made the decision to abort the surgical procedure post-anesthesia. No incision ports were placed. No patient harm, adverse outcome, or injury was reported. On (B)(4) 2013, an isi field service engineer (fse) performed a field evaluation at the site. The fse repaired the system by replacing the hrsv. The fse then tested the system and verified that the system was ready for use.